Manufacturer narrative:
(B)(4). See MDR #3010532612-2020-00106 and tc #(B)(4) for complaint that involved the same patient.

Event description:
It was reported that after preparing for the procedure, the medical doctor (md) operated the iabp, it was noted that the intra-aortic balloon (iab) did not spread. As a result, a new iab was used. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon would not spread" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. Additionally, the iabc was noted expired upon return. The device expiration date was may 2019. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR #3010532612-2020-00106 and tc # (B)(4) for complaint that involved the same patient.

Event description:
It was reported that after preparing for the procedure, the medical doctor (md) operated the iabp, it was noted that the intra-aortic balloon (iab) did not spread. As a result, a new iab was used. There was no report of patient injury or consequence.